Event description:
It was reported that the pump lights up but does not respond to touch, affecting the customer¿s ability to interact with the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, informed the customer about the replacement, and provided instructions for returning the non-functional pump.